Event description:
It was reported that during a laser extraction of the lead due to infection, the atrium was torn. The patient did well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics